Event description:
It was reported that, during an unspecified surgery, after turning off and on the 5.5 mm high visibility blade, it did not spin and got stuck so the product began to heat and then burned. Although it is unknown how the surgery was completed, the surgery was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72203129 5.5mm 180mm long, high visibility flat top burr device used for treatment, was returned for evaluation. Instruction for use confirms precautionary statements and recommendations for proper use of product. Visual evaluation confirmed that the burr had melted components and had seized up. The inner burr component no longer rotates. Overheating, melted material condition is aligned with devices being tested or run without or with inadequate suction and irrigation. Per instruction for use: ¿irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry).¿ binding and seizing may occur due to bone, tissue or metal shavings, fragments not excising efficiently. Per instruction for use: ¿irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry). Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
B5: event description updated.

Event description:
It was reported that, during an arthroscopic hip surgery, after turning off and on the 5.5 mm high visibility blade, it did not spin and got stuck so the product began to heat and then burned. Surgery was completed, without any significant delay by using a back-up device. The patient was not harmed.

Manufacturer narrative:
H10 h3, h6: the reported 5.5mm x 180mm long high visibility flat top burr, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the burr did not spin and got stuck so the product began to heat and then burned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: periodic irrigation of the burr not being performed to provide adequate cooling of the burr. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.